Event description:
On (B)(6) 2008, had laparoscopic surgery for hernia but got infection. Went back in for 2nd surgery a couple weeks later to put in hernia mesh. Wound would not completely heal, so went back in over year and a half later, to trim edges of mesh. Wound still wouldn't completely heal. Always leaking and soaking clothes. Five months later went back for another surgery to replace the mesh with a biological material pig. Major complications, never left hospital, and a month later, back into surgery to remove the biological mesh, that had adhered to her intestines. After being on respirator for a couple weeks, pneumonia, kidney infections and several other complications. Never left the hospital, and after months of painful bladder spasms, blood clots, fistulas, another infection in stomach, her kidneys failed, and on (B)(6) 2010 she passed away in the hospital.